Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a change in therapy. The patient reported a change in therapy. The change in therapy wasn¿t related to positional movement. The patient communicated with the controller and it showed that stimulation was on. The patient reported that the controller battery was showing 60% and the ins level was showing 80%. There was a fall that could be related to the issue. The patient reported that he didn¿t exactly fall, but was walking around outside, kind of wobbly, then went down to his knees then laid down. The patient reported that it wasn¿t as if he was going to bed but went down harder. The patient reported that he fell about 2-3 weeks ago. The change in therapy was at the same time as the fall. The patient also reported that there was a return of pain in the legs. The patient reported that stimulation was covering the pain in the legs then it just wasn¿t. The patient reported the stimulation was implanted to cover the pain from spinal stenosis which caused him pain in the legs from the knees down. The patient reported that before he would lay down in bed flat, he would sometimes feel a slight tingle but doesn¿t fee; that anymore and wasn¿t having any pain relief at all. No further complications were reported.